Manufacturer narrative:
A review of the FDA website on (B)(6) 2014 indicated that the recall number is z-1123-2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Follow-up with the surgeon indicated that an explant was attempted in a secondary procedure. The specific date was not provided. It was reported that the patient experienced iris prolapse, the incision was enlarged, atrophy, and corneal edema. Therefore, the surgery was aborted and the patient was referred to another surgeon where the lens was explanted in a tertiary procedure on february 3,2014. In addition, another lens was implanted where it was reported that the patient was slowly improving; however, still is unable to read or drive at the time of the follow-up. Explant date: (B)(6) 2014. The manufacturing record was reviewed in order to verify if there was labeling related issues. The bill of materials (bom), line clearance and product release checklists as all documentation generated during the clean, inspection, and insert (cii), first pack (fp) and boxing process were verified. No discrepancies were found in the documentation reviewed that could be related to a possible diopter mixup. The copy of the labels included in the production order (po) record was reviewed and were found with the correct diopter, lens model, serial number, and expiration date according to the print proof requirements. According to the po documentation reviewed, there was no discrepancies observed related to the line clearance, quantity reconciliation, or non-conformances (ncr) issues that could have led to a labeling, or possible mix up condition during the manufacturing process. The measurement results of the lens reported was reviewed. The results show that lens serial number corresponded to diopter 21.0 accordingly with the production order assigned in manufacturing. As a result, the silicone intraocular lens z9002 (tecnis cl) reported was released within the diopter specifications. A review of the process/material changes was done and did not show any change in process or material that were related to the complaint. No deviation was reported. The documents show that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye and experienced a plus 4 hyperopic surprise. In addition, it was stated that the implanting surgeon believes the lens is mislabeled/mismarked and a recommended replacement with another lens. Review of the clinical data states cataract extraction of the right optic was performed on (B)(6) 2013. It was stated that the patient was unable to see from her right optic, and has a history of distorted vision occurring for years. In addition, the patient stated that "wrong implant" was placed in the right eye. There was no glare observed, but the depth perception was found to be bad. The date of event is unknown.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.